Event description:
It was reported in (B)(6) 2012 the pump was repositioned on the right side of the patient and attached to the stomach muscle. During refill it was noted that the pump had moved and the physician was unable to locate "the hole" despite it being attached to the stomach muscle. The pump was revised and moved to the patients back. There were no patient symptoms reported. The outcome of the patient was not provided. The drug delivered via pump was morphine.

Event description:
Additional information: it was reported that the event was caused by weight loss. The patient's "new body" could not support the pump anymore. The pump did not fit well in the abdomen and would a lot making it difficult to find landmarks. The pump was not positioned poorly, but was not going to fit well abdominally. There was no loss of therapy. The weight loss was normal weight loss for health reasons. The patient was previously overweight. The patient recovered without issue.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
The previously reported conclusion code(s) 22 no longer applies to this event.